Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially used the tandem charging cable and wall adapter, but the issue persisted. Upon trying a different charging cable, the issue was resolved. A replacement tandem charging cable was sent to the customer.